Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that while on support for the 65-year-old male patient, there was some concern of the impella cp bouncing in the left ventricle. Staff reviewed the position with echo to make sure the impella was not in the mitral. Patient did have some ectopy as well. Support continued. Additionally, the patient had hemolysis on support. The pump was therefore explanted and patient escalated to an impella 5.5. The patient was noted to be stable.

Manufacturer narrative:
The investigation for the hemolysis and arrhythmia has been completed. Product and data logs were not returned for review. The root cause of hemolysis and the ectopy was unable to be determined as limited clinical details were provided and no product was returned for review. Corrections to the initial MFR report: h6 impact code 4627 changed to 4629.